Manufacturer narrative:
(B)(4).this report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm to the hp. The tsr advised the hp to close all clamps, get disconnected, and cycle power. The tsr advised hp to start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011. The hp stated they did not start a complete new therapy. The hp stated they just did a drain and then did not finish the rest of the therapy. The hp stated that if they had continued therapy at that point it would take too long. The hp stated they already talked to their nurse regarding the alarm. The hp stated they are not too sure as to what might have caused the alarm. The hp stated overall therapy is going okay. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.